Manufacturer narrative:
Notes: (B)(6). Tested unit and returned to factored specs. Replaced all damaged and worn parts. St:10/22 old hpc: 12/24. New hpc: 10/25. "01/14/26 evaluation tech: tl emh hp;cable,conn/gun cable damaged water flow control on the handpiece cable. Debris buildup in water filter as well as water line can cause poor water flow. Added water line in estimate. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No water hose received for evaluation." Handpiece # :202210. Handpiece cable # :12240.

Event description:
While using a cavitron select sps g124, they allege that they have low water flow and the handpiece is heating up; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.